Event description:
It was reported by the affiliate that after a laparoscopic resection of sigmoid colon with end to end descendorectostomy procedure, the anastomosis got incomplete on the second day after the operation. The anastomosis was 11-12 cm from anocutaneous line. There was no pre-treatment reported. During the initial procedure, the stapler was closed very tight; approximately ¼ revolution until full closure. There was no conspicuous or ominous noise before, during or after firing. The tissue donuts were perfect. A leak test with air was performed and was negative. The surgeon stated that the staples were formed properly. The stapler worked as intended. Bleeding from staple line second day post op clipped endoscopically. The patient has left the hospital.

Manufacturer narrative:
(B)(4). The device was not returned. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.